Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and reported the sample looked ok. The field service engineer performed a system hardware check and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results for one patient tested on a cobas 8000 e 602 module. Prior to patient testing, the customer confirmed the qc was acceptable. On (B)(6) 2022, the patient's initial ft4 result on the e 602 module was reported outside the laboratory. On (B)(6) 2022, the customer was performing validation testing on a cobas 8000 e 801 module, and the patient's sample was tested on the initial e 602 module and the e 801 module. The patient's initial ft4 result was 0.1 ng/dl with a data flag. The patient's ft4 result on the initial e 602 module was 1.14 ng/dl. The patient's ft4 result on the e 801 module was 1.07 ng/dl. The customer determined the repeat ft4 result on the e 602 module was correct and a corrected report was provided. The ft4 reagent lot number was 53634401 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and confirmed the results were within the acceptable ranges for the date of the event. The investigation found qc results outside two standard deviations in the days after the event with repeat measurements within range. The investigation reviewed the system's alarm trace and found abnormal sample aspiration errors. There are indicators of possible poor sample quality. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.